Event description:
It was reported that during a total gastrectomy, the staples were formed on distal part, but were not forced on proximal part. Competing device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.